Event description:
It was reported that during the procedure, the device broke off at the base of the handle while in contact with the patient. There was no apparent fragmentation of the device. Procedure was completed with a back-up device. No surgical delay, patient/user injury or other complications were reported.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
This report is for a product problem. A selection for outcomes attributed to adverse event was inadvertently checked. There was no adverse event reported.

Manufacturer narrative:
One 72201661 rasp knife instrument returned. It is three years old. The complaint of a broken handle has been confirmed. There is a fracture at the silvaloy weld. The shaft has been separated from the handle grip. There is a slight bow of the shaft. This instrument passed a torque requirement upon manufacturing release. No root cause related to the manufacturing of this device can be established. No further investigation at this time.